Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to explant and replace the leads due to high impedance. Two new leads were implanted. The medical facility discarded the explanted leads. The patient was doing well postoperatively and fully recovered. Additional information was received that only two leads were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7073155.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to explant and replace the leads due to high impedance. Two new leads were implanted. The medical facility discarded the explanted leads. The patient was doing well postoperatively and fully recovered.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, batch/ serial: (B)(6). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70. Batch/ serial: (B)(6). Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, batch/ serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to explant and replace the leads due to high impedance. Two new leads were implanted. The medical facility discarded the explanted leads. The patient was doing well postoperatively and fully recovered.